Event description:
It was reported that the suspect device did not have an audible alarm. There was no death or injury related to this complaint. No add'l info could be obtained from the reporting source.

Manufacturer narrative:
H11: the pt info was not available at the time of initial filing. It was subsequently provided by the initial rptr.